Event description:
It was reported that the patient experienced pocket pain after a fall. To address the issue, the ipg was surgically replaced on (B)(6) 2024.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information was obtained, revealing that the previously reported undesired nerve stimulation was possibly related to the initially reported implant pain.

Manufacturer narrative:
B5 - event description corrected. H6 - coding corrected.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.